Event description:
It was reported that a reaming/irrigation/aspirator reamer shaft tip broke during reaming for a bone grafting procedure. Most of the tip was retrieved but some fragments remain in the patient. The surgery was successfully completed. This report is for one drive shaft-minimum 520mm length-for use with ria. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the device was received with a broken tip and stains on the quick coupling around the laser etch. Due to an unknown cause, drive shaft assembly has a broken tip. The material of the shaft was determined to be within specification as well as the shaft diameter and the diameter across the hex. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. A product development evaluation was performed and it states that the distal tip of the drive shaft has sheared off at a jagged angle. The shear is not straight. The broken tip fragments were not returned for evaluation. The shear indicates an off axis force was applied under a torsional force thereby fracturing the thin wall distal tip. The device shows evidence of wear consistent with its service life. One drive shaft-minimum 520mm length-for use with ria (part 314.743) was returned for evaluation. The drive shaft meet materials specification. It appears that the ria shaft device may have been forced off-axis once connected to the reamer, causing damage to the reamer shaft.

Event description:
This report is 1 of 1 for complaint (B)(4).